Event description:
User report inconsistent results during a balloon angioplasy procedure while using product. Pt was given 10,000u of heparin. "Hmt" test was performed after infusion. Coagulation time was 187 seconds. Four hrs later, a second hmt result which was 232 seconds. Fifteen minutes later, a third hmt result was reported as 110 seconds. At this point, sheath was pulled (hospital protocol is to remove sheath if result is below 170 seconds). The pt started bleeding and femstop was applied. Returned tas analyzer exhibited blood spill in unit with a piece of toothpick in blood.